Manufacturer narrative:
The reported event for discomfort at the ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced discomfort at ipg pocket site. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.